Event description:
There was difficulty in aspiration. When the doctor checked with endoscope it was observed the dome of the catheter was missing. The dome appears to be in the pt's abdominal cavity. Doctor used forceps to remove the dome from pt. This incident was found after 60 days in place.